Manufacturer narrative:
A remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of deteriorated foam. This case was initially submitted as reportable. However, following a detailed reassessment with plexus, it was concluded that the 'deteriorated foam' had been noted in error. The event does not meet the criteria for reportability under the applicable regulations. Please see the "private attachment" section for further details.

Event description:
A remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of deteriorated foam. Furthermore, the unit was scrapped as per customer request. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.